Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. Product ID ne u_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had missed a refill. It was noted during the first year the patient had the pump, they missed the ¿fill-up by one week or so.¿ it was noted that the patient did not hear the alarms at all. It was noted that it was reading ¿8397 or something.¿ the patient had called their clinic and was told to go in, there they found out that the pump was dry and the patient got fentanyl patches to get through the weekend to suffice. It was noted again that the patient did not hear any alarms. It was unknown what the pump was infusing at the time of event.